Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had very high blood glucose levels while using their insulin pump. Customer's blood glucose level was reported at 649 mg/dl. The customer treated high blood glucose with a manual injection. Product is being replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, and minor scratches on the display window.